Event description:
It was reported that this right ventricular (rv) exhibited a gradual rise in high out-of-range shock impedances. One year ago impedances measured 84 ohms and currently is measuring 121 ohms. Engineering analysis performed a shock vector breakdown. Technical services recommended performing a commanded shock to determine difference between measured and delivered impedance when the impedance approaches 150 ohms. At this time, this rv lead remains in service. No adverse patient effects were reported.